Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report describing the following information: the customer provided suggestions regarding the adc sensor applicator, stating that it is a single-use plastic and metal device that must be discarded as sharps waste despite containing only a small metal filament. The customer noted that adc previously provided sharps container support for consumers but has discontinued this program, leaving consumers responsible for out-of-pocket sharps disposal. The customer believes the applicator design creates a significant and avoidable burden related to sharps waste, including environmental impact and financial costs for consumers, and indicated that the annual volume of applicators used contributes to unnecessary increases in medical waste. The customer was successfully contacted; however, no additional information was obtained. No patient consequences or third-party treatment were reported, and based on the available information, there is no report of a serious injury associated with this event.